Manufacturer narrative:
Additional information received and box h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging wife passed away. No medical intervention was specified by the patient. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. In box h11, device problem code grid, evaluation method code grid, evaluation results code grid and conclusion code grid was updated in this report. Manufacture is unable directly address the symptoms outlined in the complaint. Pil can confirm that there was no evidence of sound abatement foam degradation/breakdown observed in the base unit. There is unknown dust/dirt contamination present on all surfaces of the base unit. The device did not return with an sd card. There is an unknown dust contaminate present at the iso port entrance and under the ui knob. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the no presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 19 error codes. Manufacture performed an internal investigation, found that base unit was found to have unknown dust/dirt/fiber contamination throughout the device internals and moderate dust contamination was observed on device pca. The blower grommet, blower outlet bellows, blower housing, and air inlet seal appear discolored.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a patient passed away due to the device. No medical intervention was specified by the patient. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.